Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer¿s other blood glucose level was 422 mg/dl at time of incident. Customer reported that they feel okay to troubleshooting and declined further troubleshooting. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump had motor error alarm during a bolus. Customer reported that the drive support cap appears normal. Customer insulin pump had not been exposed to high magnetic field. Customer was able to complete pump rewind. Displacement test and manual prime were successful and motor alarm did not recur. The insulin pump will be returned for analysis.